Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -8.0 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a lens two sizes longer in length due to low vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
H6: device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).